Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced perceived overnight hypoglycemia while using the ilet system with a dexcom g7 sensor and noted frequent cgm signal loss and a recent infusion set failure; the device problem and component could not be determined due to insufficient information. Symptoms included hypoglycemia. Outcomes included treatment with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.